Event description:
This was a cardiac lead extraction case performed in the or to extract one rv dual coil ICD lead (biotronik) due to interference with the new lead implanted one month earlier. The lead was prepped with an lld #2 and the extraction was initiated using a 16fr sls ii. During the extraction, the patient's status declined, having an acute tamponade and cardiogenic/hypovolemic shock. The surgeon was notified and a sternotomy was performed within 7 minutes. A large tear was identified in the svc from the innominate to the svc/ra junction. The lead was removed during the sternotomy and the patient was stabilized.